Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that for an ar-1595tc, drill pin, acl tightrope®, closed eyelet, 4 mm, the spade tip snapped into knee. This was detected on (B)(6) 2025 during use in an aclr with hamstring graft procedure. The procedure was completed successfully with another drill pin. The broken piece was retrieved from the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated/extended usage in the field.